Event description:
A malfunction was reported, identified by malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup to ensure insulin delivery wasn't interrupted and was instructed by technical support to put the pump into storage mode before returning it. Technical support confirmed the shipping address and arranged for the pump replacement, providing a pre-paid label for the return within 10 days.